Event description:
It was reported that during a ptca treatment procedure for in-stent restenosis, the quantum maverick monorail balloon ruptured at 15 atm's. The lesion involved was a 90% restenosis of a previously placed nir stent in a somewhat tortuous proximal lad coronary artery. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.